Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. For the whole day, the cgm reading was 50 mg/dl . They don't have a glucometer at home or any finger stick so they don't had a way to test the patient's actual blood glucose. The patient experienced dehydration, nausea and vomiting. His son called ambulance and when the ambulance arrived they tested the bg which was 200 mg/dl and the cgm reading was 50 mg/dl. The ambulance took the patient to the emergency room and when they arrived at emergency room they took a bg reading which was 250 mg/dl. The patient was treated with electrolytes and potassium. The patient stayed at the hospital for around 5 to 6 hours. They tested her blood glucose again and it was 253 mg/dl and at that time the patient got discharged at the emergency room and went home. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.